Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test. Basic occlusion test, force sensor test, occlusion test, self test, and displacement accuracy test. No pump errors, insulin flow blocked alarms, or anomalies noted during testing. The pump history confirms the administered bolus in the displacement test and displacement accuracy test is the same as the bolus programmed. Successfully downloaded history files and traces using thump. No pump error or insulin flow blocked alarms were found in the history files on or near the event date. The bolus amount programmed on (B)(6) 2023 matches the bolus amount delivered. The total bolus delivered on (B)(6) 2023 is 23.2 u. The pump was cut open and found moisture damage on pcba 1, pcba 2, and the force sensor. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, stained keypad overly, pillowing keypad overlay, battery tube threads - cracked, cracked case - corner of belt clip rails, keypad overlay texture damage. No pump alarms, insulin flow blocked alarms, or anomalies were noted during analysis. No device problems were found during analysis. Pump passed full drive test. Bolus delivery and bolus programmed matched during testing and in the history files. Pump exposed to moisture confirmed on pcba 1, pcba 2, and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia. Troubleshooting was performed and found that the customer has treated the low blood glucose event with food, juice and emergency medical service. It was found that the customer was using the pump within 48 hours of the reported event and it was unknown whether the auto-mode feature was active or not. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.